Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported tips of cartridges cracking when pushing the intraocular lens (iol) towards the tip. It cracks, splits and caused slight corneal damage and inducing astigmatism. This happened on 3 consecutive patients using the same lot number. The iols used were all below 27 diopters. The patients injuries or consequences were reported as all manageable. Additional information was provided indicating that in three consecutive procedures, the event occurred in two eyes of one patient and one eye of another patient. The procedures were completed. There were no patients harmed, there was no corneal damage and no induced astigmatism as initial reported. Three eyes with two patient identifiers have been provided. One previous medical device report was submitted for the three cracked cartridges under mfg report# 1119421-2021-00672. A supplemental report and two additional medical device report initials will be submitted as patient identifiers have now been provided. This medical device report is for the left eye of one of the two patients identified.

Manufacturer narrative:
Evaluation summary: the used cartridge was not returned. Two unopened cartridges from the same lot were returned. The pouched products were opened and evaluated per release criteria. There was no damage observed to either cartridge. The cartridges were functionally tested per the directions for use (dfu) using a qualified handpiece, iol, 26.0 diopter and 27.0 diopter lenses and viscoelastic. The cartridges were filled with viscoelastic per the dfu. The lenses were loaded and biased down. The lenses were advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lenses were delivered. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified lens, handpiece and viscoelastic. The root cause cannot be determined for the reported event. The manufacturer internal reference number is: (B)(4).